Event description:
Event description guidant received information that this right ventricular lead measured an impedance of less than 20 ohms and displayed a shorted lead message. Noise was seen on both the rate/sense and shock channels but not at the same time. In addition, there may be issues with atrial thresholds/capture.